Event description:
During procedure, the suction irrigator hand piece started to smoke and emit a loud buzzing sound. Nurse removed from sterile field and as she retrieved it, the handpiece burned her right hand pointer finger multiple times. She described it as a "shock" sensation. Her finger had minor burn. No medical treatment required. Once the suction irrigator was removed from the room. The device was then opened, and the batteries removed to prevent further burning. The patient was not harmed.